Event description:
It was reported that oversensing of noise was observed. Poor connection to the lead or lead damage was suspected as the cause. Further testing and program changes were recommended. Patient condition was good.

Manufacturer narrative:
(B)(6).